Manufacturer narrative:
Efforts to obtain additional complaint details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting out of range shock impedance measurements. A boston scientific technical services consultant was contacted for assistance. The consultant documented and discussed the clinical observations with the caller and recommended further troubleshooting as this has been an ongoing issue. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.